Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the malfunction was not confirmed, a definite root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during an unknown procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source wouldn't function and power up. There were no reports of patient harm.